Event description:
It was reported that the patient presented for follow up with a hematoma and bleeding at the device incision site. The implantable cardioverter defibrillator (ICD) was explanted and replaced with a temporary pacemaker. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported field event of hematoma could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.